Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump speaker was damaged and not working. The alarms did function as expected, however, because of the speaker damage, they did not alarm audibly. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump alarms were not working. Mmdg followed up with the initial reporter, who stated that the complaint had occurred during testing, but that they had no further information. Complaint- (B)(4).